Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance and that it has remained elevated. The lead remains in use. No patient complications have been reported as a result of this event.